Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that falsely depressed sodium results were generated for random patient samples tested on the architect c16000 system. Two examples were provided. Patient 1: sid (B)(6), initial result 92.87 mmol/l and retest within the normal range (no exact value provided). Patient 2: sid (B)(6), initial result 103.66 mmol/l and retest 138 mmol/l. The customer's normal range is 136 to 145 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
To troubleshoot the issue, the customer replaced the ict module, checked the valves, syringe and ict probe; yet the issue persisted. Via abbott link, it was observed that the discrepant result was processed in cuvette 159. The customer investigated the finding and discovered cuvette 159 had a crack in it. It was recommended that the customer replace the cracked cuvette. The issue was resolved with the replacement of the part. A service history review for architect (B)(4) revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. Labeling was reviewed and found to be adequate. A malfunction was identified. Based on the information within the complaint record, the cuvette failed to meet performance specifications or otherwise perform as intended at the customer site. No product deficiency or systemic issue was identified.